Event description:
Last december 14, we received a concern for hamilton-mr1 sn:(B)(6) about a broken brake cable and fan failure. The brake cable was damaged as you can see in the picture. So it was replaced. Regarding the fan failure, I initially noticed that the fan speed is a lot slower compared to the usual. Below are the steps I took to troubleshoot the issue. 1.) I performed the alarm mon.1 to test the fan. After stopping the fan with a screw driver, the fan did not function and was not moving at all. 2.) I then tried to use the screw driver to propel the fan blades and it started working so the test passed. However, the speed of the fan is still slow. 3.) I performed the test again to see if it will work without any assistance from the screw driver. Results are still the same. 4.) I checked for any mechanical blocking but found nothing. I cleaned the fan using a small vacuum cleaner to remove any dust. 5.) I performed the same test and after stopping the fan with the screw driver, the fan did not resume working. I tried moving the fan blades with a screw driver again but this time it did not work anymore. After replacement , the fan is completely working and the speed is a lot faster compared to the previous one. In the alarm mon1 test, the fan continues to rotate after stopping it with a screw driver.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause of the ventilator was a defective fan. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.